Event description:
During lar surgery the surgical circular staplers ils 29 and ils 31 from ethicon misfired two times. This resulted in a colostomy which was not planned for. As per the doctor, the colostomy might be permanent. FDA safety report ID# (B)(4).